Event description:
Pt reported they were injected with one syringe of juvederm (volume/concentration unk) "around the lips and mouth". Pt explained about a couple days after injection, the pt started experiencing "tingling in the mouth, in the lips, and in the cheek bone". The doctor described the reaction as a "hypersensitivity response" to the pt. The pt elaborated that the tingling "comes and goes, but mostly stays". The pt also explained they "always feel tired, and they do not feel 100%. "Four days after the injection, the pt started taking prednisone as recommended by the doctor. Pt took prednisone for "a couple days", but the pt indicated it did not work. Pt also explained that a couple weeks after the injection, they developed a "sinus infection" which required antibiotics. The symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The events of "tingling in the mouth, in the lips, and in the cheek bones," hypersensitivity response, feeling tired and not 100%, and sinus infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days' duration". Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed". Adverse events: "the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache". "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess". "Additionally there have been reports of nodules, infection, and inflammation". "The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs". "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days".